Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and loss of communication. Troubleshooting was performed and customer was treated with manual injection. The auto mode feature was active at the time of the event is unknown. The customer was using the insulin pump system within 48 hours of reported high blood glucose event is unknown. The customer will discontinue the use of the insulin pump and it will not be returned for analysis.